Event description:
A user facility biomedical technician (bmt) reported during a patient's hemodialysis (hd) treatment the blood pump rotor pins backed out slightly and caused a cut on the blood tubing and a small amount of blood leaked. Upon follow-up, the bmt stated the blood pump rotor of the machine damaged the blood pump tubing and caused a blood leak to occur. The bmt was unable to provide specific details on the event. The bmt stated the blood pump rotor pins came loose and cut the blood pump tubing, causing a blood leak to occur. The bmt had already replaced the blood pump rotor prior to the call and the machine was placed back in service. Per bmt the rotor was original to the machine. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred and stated treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: g3 initial submission date received date should have been 10/09/2023.

Event description:
A user facility biomedical technician (bmt) reported during a patient's hemodialysis (hd) treatment the blood pump rotor pins backed out slightly and caused a cut on the blood tubing and a small amount of blood leaked. Upon follow-up, the bmt stated the blood pump rotor of the machine damaged the blood pump tubing and caused a blood leak to occur. The bmt was unable to provide specific details on the event. The bmt stated the blood pump rotor pins came loose and cut the blood pump tubing, causing a blood leak to occur. The bmt had already replaced the blood pump rotor prior to the call and the machine was placed back in service. Per bmt the rotor was original to the machine. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred and stated treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported during a patient's hemodialysis (hd) treatment the blood pump rotor pins backed out slightly and caused a cut on the blood tubing and a small amount of blood leaked. Upon follow-up, the bmt stated the blood pump rotor of the machine damaged the blood pump tubing and caused a blood leak to occur. The bmt was unable to provide specific details on the event. The bmt stated the blood pump rotor pins came loose and cut the blood pump tubing, causing a blood leak to occur. The bmt had already replaced the blood pump rotor prior to the call and the machine was placed back in service. Per bmt the rotor was original to the machine. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred and stated treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.